Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels exceeded 13.9 mmol/l (250 mg/dl) after wearing the pod for longer than 48 hours on the arm. Patient's father stated the "pod did not attach properly". After removing the pod from the insertion site, the father reported that the cannula was noticeably bent. As treatment, a correction bolus was administered to the patient.

Manufacturer narrative:
The returned product was evaluated and performed as designed. Inspection of the cannula assembly under magnification did not find it bent, kinked, or damaged. No issues noted that would cause high blood glucose levels.